Event description:
It was reported that when doctor tested the lead with test cable, the impedances showed that contact 0 was open, indicating it was damaged. After several attempts to reposition the cable with the same results, they decided to try a different method of checking impedances and the impedances came back normal and within range, indicating that the original cable used was not working properly. Troubleshooting included repositioning the testing cable on the lead as well as repositioning the ground. None of these solved the issue. The doctor decided to use a different testing cable and the impedance results were within range. This indicated the original cable was faulty. All these steps where done at the time of the procedure on (B)(6) 2024. No symptoms were reported.

Manufacturer narrative:
Section d10 references: product ID b31040. Product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: b31040: h3. Analysis of the lead test cable found spring contact #0 is damaged on the distal end of the returned test cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.